Event description:
During the colostomy take down, hartmann's reversal through coloproctostomy anastomises extensive enterolysis along with an extensive panniculectomy and repair complex abdominal wall hernia, the signia stapler would not load.